Manufacturer narrative:
(B)(4). The insulin pump involved in this event is th paradigm real-time veo insulin pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was a crack on the screen of the insulin pump. Customer stated that they have dropped the insulin pump in the past. Customer's blood glucose reading at the time of the call was 12.2 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked display window, a cracked belt clip slot, a shifted end cap sticker and cracked battery tube threads.